Event description:
It was reported that the device (1) was used during a colon procedure. It was reported by the affiliate that the tlc55 instrument does not staple completely. There was no consequence to the patient.